Event description:
Information received from the patient reports that no steps were taken in order to resolve their issue of having pain at the implantable neurostimulator (ins) pocket site. The patient stated that their healthcare provider (hcp) wouldn't allow a bed for the manufacturer representative to reset the device. It was also stated by the patent's hcp that they wouldn't be responsible for the device. It was noted that the patient needs a referral in order to see as participating physician to schedule an appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was still having problems with their implant not working. The patient was looking for a new managing healthcare provider and wanted to coordinate an appointment with a manufacturer representative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she had on and off pain at the implantable neurostimulator (ins) pocket site. This was occurring intermittently since (B)(6) 2015 and was caused by domestic abuse. The patient noted she worked with the manufacturer's representative as she had some issues with the ins. The issue with her ins was domestic violence. The patient kept getting pushed down, and after that her legs would give out and she would fall. A fall could have been related to this issue. Relevant medical history included spinal pain.

Event description:
Additional information was received from the patient. It was reported that when the surgeon removed the device on (B)(6) 2017, they told the patient that the device was implanted wrong. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information received from the consumer reported that the system was completely removed because it wasn't working. Additional information received from a healthcare provider (hcp) reported that they did not implant anything they only removed the device. The hcp did not know what the patient was referring to as they had no notes that the device was not functioning properly only that it was significantly scarred in place as they thought it was the patient¿s second implanted system. The hcp stated the patient was unable to get a managing hcp for the device which contributed to the explant. The hcp noted they never told the patient it was implanted improperly only that it was significantly scarred in place. The system was removed without complication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their device was removed on (B)(6) 2017. Reason for removal was that the device was not working properly and also patient could not get a doctor to manage the device. Patient reported that their previous hcp threw a fit and said he was not going to be responsible for it. Patient did not have any managing hcp at the time of the report. The device was removed by another physician and patient had a follow up appointment with that physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the ins was removed and wanted to know if there was a recall or why the device wasn't working. The patient had pain and swelling near where the ins was. No further complications were reported.